Event description:
It was reported that the patient had a revision performed due to pain at the implantable neurostimulator (ins) site and that it was too close to the skin. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the cause of the event was pain at the device and that the ins was explanted. The patient outcome was not provided. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead: model 377775, lot# v005877, implanted: 2006 (B)(6), explanted: na, lead: model 377775, lot# v005877, implanted: 2006 (B)(6), explanted: na, programmer: model 37742, serial# (B)(4). (B)(4).